Manufacturer narrative:
There are some small dents on the outside of shaft; a 4mm x 9mm piece of beak has broken off. The beak itself has black wear marks inside and around the edges. The instrument has been in use for approx 8 years. Damage may be due to stress overload or it may have been dropped previous to procedure causing crack in beak.

Event description:
Allegedly, post an ehl stone fragmentation procedure, operating room staff checked resectoscope sheath and noticed a small piece had broken off from the ceramic beak. Hosp had an x-ray done and they were able to see the shape of the broken piece in the pt's bladder. Due to the size of the stones that were fragmented, dr planned to schedule another procedure to make sure all fragments were removed. Dr states he will remove piece at that time. Pt condition good.